Event description:
Legal case - USA. It was reported via legal documentation that approximately 65 months after a right total hip replacement procedure, the patient has experienced prosthesis wear, synovitis. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
Concomitant products: (B)(6) - 164-01-14 - element-stem, collarless w/ha, std offset, sz 14; (B)(6) - 170-36-00 - biolox delta femoral head 36mm od, +0mm; (B)(6) - 180-65-25 - alteon 6.5mm screw, 25mm; (B)(6) - 180-65-30 - alteon 6.5mm screw, 30mm; (B)(6) - 186-01-52 - integrip cc, cluster 52mm. The product associated with the reported event is within the scope of recall z-1732-2022. However, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Manufacturer narrative:
H6: corrected the following: type of investigation. The most likely cause for the reported revision due to prosthesis wear is a combination of the risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided.